Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting occlusion alarms. The infusion sets were reportedly used per the instructions for use. No additional information was provided. The pump was replaced. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/16/2015 with the following findings: a review of the black box did not find any evidence of occlusion alarms. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no errors, alarms, or warnings occurring. The force sensor calibration was found to be within required specifications. The pump casing was removed and there were no defects found to the force sensor assembly. The complaint could not be confirmed or duplicated on investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(4).